Manufacturer narrative:
(B)(4); no additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) was contacted and reviewed trending data for the single coil right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Upon review it was found that there was a gradual increase from 80 ohms to 125 ohms. Ts discussed that it was physician discretion to continue to monitor the lead or bring the patient in for further evaluation. At this time the physician opted to continue to monitor the patient. The rv lead and ICD remain in service and no adverse patient effects were reported.